Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 25mm epic stented porcine heart valve w/flexfit system was implanted in the mitral position. After the patient left the operating room a left ventricle rupture was reported. The patient was brought back into the operating room and the valve was explanted and replaced with a 23mm sjm masters series valve expanded cuff. The patient was reported to be in stable condition and is recovering. Operative notes and echo images were reported but cannot be obtained.

Manufacturer narrative:
Additional information: g3, h2, h6, h10. An event of a left ventricle rupture occurring after epic stented porcine heart valve w/flexfit system being implanted was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.